Manufacturer narrative:
(B)(4). Date sent: 07/07/2025. D4: batch #384d53. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Additionally, the shrouds were observed to be partially open due to a misaligned shroud. The damage observed on the shroud is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, 1 staple was noted to be missing along the staple line, this staple do not create a fluid path. No conclusion could be reached on what may have caused the missing staple. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a9758e, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 384d53, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.